Event description:
It was reported the patient complained of uneven stimulation therapy from the scs system. Consequently, surgical intervention to replace the patient's scs ipg with a burst (paresthesia-free) therapy ipg may be taken to address the issue.